Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
Customer reported via phone call that insulin pump had blank display. The blood glucose level was at 146 mg/dl the time of incident. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the spring was neither damaged nor corroded. Customer stated that the battery compartment was neither damaged nor corroded. Display did not return after pump restart. Customer inserted new battery and display was returned. The insulin pump will be returned for analysis.